Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that chest pain, arrhythmia, and cranial ecchymosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient reported experiencing chest pain, arrhythmia, and cranial ecchymosis. The patient underwent transesophageal echocardiography and remains under physician monitoring.

Event description:
It was reported that chest pain, arrhythmia, and cranial ecchymosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient reported experiencing chest pain, arrhythmia, and cranial ecchymosis. The patient underwent transesophageal echocardiography and remains under physician monitoring. It was further reported the complications the patient has experienced are potentially related to nickel and titanium allergies.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2022 used as event date is unknown.